Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site had completed registration and gone into navigate. They were then attempting to merge in another exam, however after merging it showed "an error has occurred when creating the model for registration, please delete the exams and reload". The software took them out to register again and the registration was gone. Technical services (ts) recommended deleting the patient and reloading, but not loading in the second exam which caused the issue. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Received an update from medtronic representative. Representative confirmed that after deleting and reloading the exam, the site experienced no further issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.